Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The philips se evaluated and determined the proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the proportional valve and 3-way solenoid valve were replaced to address the reported issue. After replacing the parts on the device, the philips se performed all tests and calibration, which passed on the device.